Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead (0072) was capped, the high voltage portion remains active. The insulation was worn away on the rate sensing portion, it was exhibiting non-capture and low impedance measurements. This patient's implantable cardioverter defibrillator (ICD) battery status was at middle of life and they elected to replace it at the same time.